Event description:
It was reported that non sustained rv oversensing due to post paced t wave oversensing was observed via merlin.net. The device was reprogrammed. The patient condition was asymptomatic and fine.